Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date 2007, inratio 4.2, lab 2.1, mean 3.2, confidence limits 1.9 - 4.6, date 2007, inratio 6.0, lab 5.9, mean 6.0, unable to determine. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. For the 1st data set, both inratio and lab values are within the confidence limits for inr testing. For the last data set, the readings are considered accurate based on "area outside the acceptance region" table. The results are not considered discrepant within the context of the documented variability for inr testing. Therefore further testing is not required at this time.

Event description:
Caller alleges inaccuracy with inratio. Results as follows: date: 2007, inratio 4.2, lab 2.1. Date 2007, inratio 6.0, lab 5.9.